Event description:
It was reported that the health care professional (hcp) requested boston scientific technical services (ts) to review the tachycardia events stored by this insertable cardiac monitor (icm) device. Initially, they believed these events showed electromagnetic interference (emi); hence, they told the patient to stop wearing their watch, but the noisy signals persisted. Ts reviewed the events per request and noted they appeared to have been inappropriately stored due to movement related noise. Ts suspected this icm device might be moving within the surgical pocket; therefore, the hcp noted they would inform the patient to come to the clinic to get their device checked. Suggestive noise oversensing resulted in false tachycardia event storage. Additional information was received, indicating this icm device had migrated significantly and was still exhibiting the previously reported sensing issues. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. The physician experienced difficulties grasping the device with a kally clamp, several attempts had to be made before the physician was able to grasp the icm device and remove it from the patient. The physician then attempted to reinsert the explanted icm device in a different location; however, after the icm device was implanted in the new location, no r-waves were recorded, only noise. Therefore, it was decided to open and implant a new icm device, using the insertion tool. The new icm device was implanted with success and r-wave sensing was appropriate. No adverse patient effects were reported. The explanted icm device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. In addition, device analysis did not identify any product issues that would have made migration more likely than what is described in the instructions for use for this icm device as a known inherent risk of the use of this product.

Event description:
It was reported that the health care professional (hcp) requested boston scientific technical services (ts) to review the tachycardia events stored by this insertable cardiac monitor (icm) device. Initially, they believed these events showed electromagnetic interference (emi); hence, they told the patient to stop wearing their watch, but the noisy signals persisted. Ts reviewed the events per request and noted they appeared to have been inappropriately stored due to movement related noise. Ts suspected this icm device might be moving within the surgical pocket; therefore, the hcp noted they would inform the patient to come to the clinic to get their device checked. Suggestive noise oversensing resulted in false tachycardia event storage. Additional information was received, indicating this icm device had migrated significantly and was still exhibiting the previously reported sensing issues. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. The physician experienced difficulties grasping the device with a kally clamp, several attempts had to be made before the physician was able to grasp the icm device and remove it from the patient. The physician then attempted to reinsert the explanted icm device in a different location; however, after the icm device was implanted in the new location, no r-waves were recorded, only noise. Therefore, it was decided to open and implant a new icm device, using the insertion tool. The new icm device was implanted with success and r-wave sensing was appropriate. No adverse patient effects were reported. The explanted icm device has been returned and analysis has been completed.